Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was missing pixels. Additionally, it was reported that the battery gauge was fluctuating which resulted in the pump shutting down. Customer's blood glucose was 180 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.